Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # r5ac89. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present. The condition of the broken washer indicates that the device likely achieved a full firing stroke. As part of the activity plan, the device was reloaded with staples and a new washer. It was then hand fired on test skin at the high ¿b¿ staple setting to test functionality. Upon firing the device by hand on test skin the device failed to form staples correctly and failed to cut the break-away washer. The firing of the device took the trigger ¿plastic-to-plastic¿ with the handle. It was also noted that this device exhibited backdrive rotation of the adjusting knob during firing and was noted to be approximately 120 degrees. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the indicator moved above while the firing lever was being closed after the indicator was placed 2/3 from the top of the gap setting scale at starting the firing. The device was fired as is, and the staples were loosely formed wholly. The anvil was attached to the trocar firmly. The surgeon did not touch the adjusting knob by mistake at the firing. Additional suture was performed the anastomosed site with suture to complete the case. There were no adverse consequences to the patient. Further information was provided that the customer is afraid that moving indicator during fire can cause malformed staples and bleeding. The indicator moved out of gap setting scale window. The device was used for the anastomosis of stomach and duodenum. The sound of the washer cut was heard. No conversion to open procedure. The patient is stable.